Event description:
Additional information was received indicating that the event was not related to vns. No interventions were taken, the event resolved, and it was only one additional seizures. No causal or contributory programming changes, medication changes, or other external factors precede the onset of the increase.

Event description:
Chart notes were received on 03/13/2013 indicated that this patient had an increase in seizures in (B)(6) 2010. The patient averaged 3 to 5 monthly seizures but had six in (B)(6): 5 falling/drop and 1 loss of consciousness. The patient had no seizures in (B)(6). The patient responded to the magnet and had improved activity.